Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to the abbott diabetes care (adc) device: "the customer received an automated message from the device stating it was subject to a recall. Abbott was contacted and agreed to replace the sensors. The customer got replacement sensors from the pharmacy; however, all sensors were affected by the recall." Adc customer service was able to successfully contact the customer who indicated his sensors were impacted. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This is a 5 of 6 MDR submission. All pertinent information available to abbott diabetes care has been submitted.